Event description:
It was reported that while in use on a patient, this ht70 ventilator generated an alarm, ventilation stopped and the device shut down. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Initial reporter information and patient information cannot be provided due to the restriction by the japan privacy regulation. Medtronic representative reported the complaint on behalf of the customer. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated an alarm, ventilation stopped and shutdown. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue, sp replaced the control board. Sp also performed pm (preventive maintenance) routine and replaced the power pack battery. The unit passed all the tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated an alarm, ventilation stopped and shutdown. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated an alarm, ventilation stopped and shutdown. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue, sp replaced the control board. Sp also performed pm (preventive maintenance) routine and replaced the power pack battery. The unit passed all the tests and calibrations as per manufacturer specifications at the time of service. Ne ht70 control pcba (printed circuit board) was returned to medtronic for further analysis. The component was visually inspected and found that capacitor c92 was faulty. This failure mode of c92 during use would lead to a loss of ventilation/power. The cause of the event was isolated to faulty capacitor c92 of the control board. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.